Event description:
The pt contacted animas alleging that the pump buttons were sticking. The pt claimed that the buttons were not clicking or springing back.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to button presses. The keypad was removed and the up and down arrow button contacts were observed to be misaligned.